Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28 synergy ii drug-eluting stent (des) was selected for percutaneous coronary intervention (pci) procedure. The synergy stent was advanced inside the patient and there was no resistance noted. The stent was not visible on screen at point of lesion. Upon removal, the stent found dislodged on the wire. The procedure was successfully completed with another device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the synergy stent delivery system (sds) device was returned without the stent for analysis. Visual, tactile and microscopic analysis was performed on the device. A kink was identified on the hypotube shaft, 11.5cm distal to the distal end of the strain relief. No issues identified with the outer mid-shaft sections or the inner lumen of the device. Balloon cones were reviewed and were not subjected to positive pressure. Crimp markings were visible on the balloon. No stent was crimped onto the balloon. A microscopic examination of the distal and proximal markerbands identified no damage. Bumper tip showed no signs of distal tip damage. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 28 synergy ii drug-eluting stent (des) was selected for percutaneous coronary intervention (pci) procedure. The synergy stent was advanced inside the patient and there was no resistance noted. The stent was not visible on screen at point of lesion. Upon removal, the stent found dislodged on the wire. The procedure was successfully completed with another device. There were no patient complications reported.